Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services were called due to high blood glucose. The customer's blood glucose was 475 mg/dl at the time of incident. The customer's blood glucose was 584 mg/dl at the time of call. The customer stated that the blood glucose reached 700 mg/dl. The customer stated that they were able to get the blood glucose down to 374 mg/dl. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during the event. The customer stated that the drive support cap appeared normal. The customer stated that there was no setting issue found during troubleshooting. The insulin pump will not be returned for analysis.